Event description:
On behalf of the customer, the conmed representative reported issues with the vcare medium 34mm cup, item # 60-6085-201a, lot # 202107191, recently experienced by hospital (B)(6) on (B)(6) 2021. Information received was that during a hysterectomy, the ¿handle rod where it holds broke. The surgeon cannot hold it securely because the rod has broken.¿ nothing fell off of the vcare device. It is noted there was no impact or injury to the female patient. The procedure was completed by using another vcare device. Clarification received notes the handle came loose & start spinning (adherence ¿broke¿) . Doctor was going to start the procedure, introduced it into the vaginal opening, issue occurred, and they removed the vcare. The green cervical cup was sutured in place when the issue occurred. Nothing detached. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Investigation of the customer's complaint is inconclusive. The device in question is not available for evaluation by conmed. No photographic evidence has been provided. Therefore, the reported failure cannot be verified, and root cause cannot be identified. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A two-year lot history review was conducted and found no other similar events reported for this lot number. (B)(4). Instructions for use (IFU) provide the user with detailed information regarding proper care & use of device. IFU also gives specific direction as to safely & carefully removing the vcare after use. IFU advises unlock locking mechanism & retract to the handle. Swipe finger around edge of vaginal cup & separate the tissue from the cup to prevent tissue damage. Fully retract vaginal cup to handle. Carefully remove device from vagina. Dont use excessive force to avoid traumatizing the vaginal canal. Upon removing, visually inspect vcare & patient to ensure the entire device was properly removed & no components were retained in patient. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, the reported device is not expected to be returned to conmed for evaluation. This reported event is entering the investigation process. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported issues with the vcare medium 34mm cup, item # 60-6085-201a, lot # 202107191, recently experienced by hospital (B)(6) on (B)(6) 2021. Information received was that during a hysterectomy, the ¿handle rod where it holds broke. The surgeon cannot hold it securely because the rod has broken.¿ nothing fell off of the vcare device. It is noted there was no impact or injury to the female patient. The procedure was completed by using another vcare device. Clarification received notes the handle came loose & start spinning (adherence ¿broke¿) . Doctor was going to start the procedure, introduced it into the vaginal opening, issue occurred, and they removed the vcare. The green cervical cup was sutured in place when the issue occurred. Nothing detached. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.